Manufacturer narrative:
Initial report: information from the reporter; "brand new re761 made a loud sound like a fire alarm lasting 5 seconds pt was first on (B)(6) 2020. He was out at a hotel on (B)(6) 2020 at 9:00am, when the ha made a painfully loud sound like a fire/smoke alarm that his wife was able to hear while she was in a different room. He took the aid out of his ear within 3 secs. He had no temp hl or tinnitus and did not need to see a dr or go to a hospital. It has not happened since. He saw his audiologist first on (B)(6) 2020 after the incidence." Potentially the device made a loud and unanticipated sound and this could be due to a malfunction. The device has therefore been requested to be returned to manufacturer for investigation. The loud sound could also be "normal" feedback but the intention of the investigation is to reveal if the device has malfunctioned or work according to specifications. The device has however not been returned yet to us, possibly due to the corona situation with the dispenser shops being temporary shut down. We will continue to request the device in return and hope soon to be able to investigate it. As the information in the case stands right now (at the 30-day decision point) it can not be ruled out that the device malfunctioned and potentially affected the hearing of the patient and therefore we file this report as an initial report. Follow-up/final report: final conclusion based on the clinical evaluation of this case - see below - is that it's non-reportable, as theres no seriuos injury and it will not cause harm to the residual hearing if it were to recur. The case has been reviewed from a clinical perspective. Customer reported: end user experienced an extremely loud sound like a fire/smoke alarm. Happened only once. The sound lasted 5 seconds, hearing aids were removed from ear within 3 seconds. The sound was painfully loud, but has not caused harm to residual hearing or dizziness. End user has not consulted a doctor. Receiver is a mp. Devices have not been sent in for investigation (not available/in use by patient). Clinical evaluation: the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. As the hearing aids have not been sent in for investigation, it cannot be ruled out that the loud sound could have been caused by a device malfunction. However, hardware limitations of a mp receiver is limited to ~116 db spl. Clinical conclusion on the case is that even though unpleasant, a maximum output of 116 db for 3-5 seconds is unlikely to cause harm to residual hearing.

Event description:
Information from the reporter; "brand new re761 made a loud sound like a fire alarm lasting 5 seconds. Pt was first on (B)(6) 2020 he was out at a hotel on (B)(6) 2020 at 9:00am, when the ha made a painfully loud sound like a fire/smoke alarm that his wife was able to hear while she was in a different room. He took the aid out of his ear within 3 secs. He had no temp hl or tinnitus and did not need to see a dr or go to a hospital. It has not happened since. He saw his audiologist first on (B)(6) 2020 after the incidence." Previously an initial report has been sent - this is the follow-up/final report.

Manufacturer narrative:
Information from the reporter; "brand new re761 made a loud sound like a fire alarm lasting 5 seconds pt was first on (B)(6) 2020. He was out at a hotel on (B)(6) 2020 at 9:00am, when the ha made a painfully loud sound like a fire/smoke alarm that his wife was able to hear while she was in a different room. He took the aid out of his ear within 3 secs. He had no temp hl or tinnitus and did not need to see a dr or go to a hospital. It has not happened since. He saw his audiologist first on (B)(6) 2020 after the incidence." Potentially the device made a loud and unanticipated sound and this could be due to a malfunction. The device has therefore been requested to be returned to manufacturer for investigation. The loud sound could also be "normal" feedback but the intention of the investigation is to reveal if the device has malfunctioned or work according to specifications. The device has however not been returned yet to us, possibly due to the corona situation with the dispenser shops being temporary shut down. We will continue to request the device in return and hope soon to be able to investigate it. As the information in the case stands right now (at the 30-day decision point) it can not be ruled out that the device malfunctioned and potentially affected the hearing of the patient and therefore we file this report as an initial report.

Event description:
Information from the reporter; "brand new re761 made a loud sound like a fire alarm lasting 5 seconds pt was first on (B)(6) 2020. He was out at a hotel on (B)(6) 2020 at 9:00am, when the ha made a painfully loud sound like a fire/smoke alarm that his wife was able to hear while she was in a different room. He took the aid out of his ear within 3 secs. He had no temp hl or tinnitus and did not need to see a dr or go to a hospital. It has not happened since. He saw his audiologist first on (B)(6) 2020 after the incidence." The device has been requested to be returned to manufacturer for investigation for a potential malfunction. The loud sound could also be "normal" feedback but the intention of the investigation is to reveal if the device has malfunctioned or work according to specifications. The device has however not been returned yet, possibly due to the corona situation.